Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported due to the severity their teeth they were examined by an orthodontist and provided a letter of recommendation. In the letter the orthodontist found the patient to have skeletal class I, large deepbite, class ii buccal segs w/scissor bite, and very gummy smile from altered eruption. Recommendation for treatment is to open the bite, class ii elastics, control upper incisors, gingival esthetic surgery post ortho. The orthodontist recommended that treatment with byte be stopped immediately. Clear aligners will not fix the orthodontic issues the patient has. Traditional braces are the only way to make the correction.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.